Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's father reported that the transmitter was snapped into the sensor pod when the sensor was removed. Patient's father reported that the sensor and transmitter were sent home from school in a plastic bag. Sensor wire location is unknown. No additional event or patient information is available.